Event description:
A customer reported to beckman coulter, inc (bec) that erroneously low hemoglobin (hgb) results were generated by coulter act diff 2 analyzer for four (4) patients. There were no instrument generated flags for hgb parameter. The erroneous results were reported out of the laboratory. The erroneous results were identified because patient samples were sent to a reference lab to confirm the analysis performed on the act diff 2 instrument. There was no report of death or injury, and the customer stated that there was no change to patient treatment associated with this event.

Manufacturer narrative:
The customer initially called on (B)(6) 2012 to troubleshoot low recovery on controls and again on (B)(6) 2012 to continue the troubleshooting efforts. The customer indicated that patient samples are always sent to a reference lab in addition to any analysis performed on the act diff 2 instrument. The customer indicated that the plt and hgb control results were running low, although still within the established ranges, for about the last three weeks. The baths were cleaned and the filters were changed within the last month to try to resolve the issue. The act diff pak (expiration date 09/02/2012) was also changed less than 2 weeks ago. Control data was requested for the (B)(6) 2012 event, but was not available for the investigation. However, it was noted that the controls results were trending low although they were within the expected range before and after the event. The customer technical specialist advised the customer to perform reproducibility to verify system. The reproducibility testing performed on (B)(6) 2012 demonstrated failed reproducibility (%cv 3.57) for the hgb parameter only. Service was not dispatched but spare check valves were sent to the customer per the customer's request. Upon follow up on (B)(6) 2012, the customer indicated that reproducibility passed after replacing check valves on the system and the system was functional. The specific repairs are unknown. The cause for the erroneous hgb results is unknown based on the information available. However, the customer indicated that the issue was resolved after performing the replacement of the check valves.